Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient is unable to read, unable to see her dashboard and intermediate vision is blurry. The patient is very happy with distance vision. The patient was a high myope before surgery and was counseled before surgery that she may need reading glasses postoperatively. It was also noted that the technician folded the implant in a strange way during surgery but was not realized until the surgery was over and the iol now appears to be upside down. The toric markings look aligned on axis. Additional information has been received states the patient is doing well.